Manufacturer narrative:
A ge rep evaluated the system and reseated connectors and adjusted the 5 volt power supply, and replaced the battery pack. System operates as intended. (B) (4).

Event description:
The customer reported the system got stuck in a reboot cycle during a case. No pt injury was reported.